Manufacturer narrative:
Implant regio 33 fractured. Construction was a removable lower jaw construction placed on 2 interferominal implants. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.